Event description:
Customer reportedly received the following results 9:20pm 87 mg/dl, 9:24pm 89 mg/dl, 9:30pm 230 mg/dl, 9:31pm 96 mg/dl, 9:37pm 207 mg/dl, and 9:38pm 115 mg/dl while using the aviva system. No adverse event reported. Meter and strips requested for return; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.